Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported confirmed through evaluation or the returned product. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. There is some galling on the shaft of the reamer and the collar of the device has some scratches and gouges. The distal end of the stepped cutting feature is cracked on all 4 sides. Measured the device and it is conforming to the print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign the event occurred in canada. H6: proposed code: mechanical (g04) drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of a glenoid reamer broke while the surgeon was reaming the glenoid. The breakage was identified intra-operatively during glenoid preparation. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. Attempts have been made and no further information has been provided.